Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in clinic due to reports of multiple power disconnect alarms. They already changed their battery clips and that did not improve the alarms. The patient reported both power disconnect symbols were illuminated along with the red battery and sometimes only one of the power disconnect symbols was illuminated. It only occurred on batteries only. Once, they saw the disconnect symbols associated with the driveline illuminated. The patient was put on their backup system controller.

Manufacturer narrative:
Section d6a - date of implant: correction. Not applicable for heartmate 3¿ system controller. Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms was confirmed via log file analysis. The reported event of the driveline disconnect symbol activating was unable to be confirmed. A review of the event log file contained data spanning approximately 3 days (11may2024 ¿ 13may2024 per timestamp). Throughout the log file, intermittent relative state of charge (rsoc) invalid faults were active, however the faults did not persist long enough to activate power cable disconnect alarms. On 13may2024 at 9:01:15 and 9:01:53, while connected to battery power, low power advisory alarms activated due to the rsoc voltage associated with the white power cable fluctuating outside the expected voltage range. Pump operation was not affected. No driveline disconnect alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the battery clips and system controller were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect, low voltage, and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. C) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller, power cables, batteries, and battery clips. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.